Event description:
It was reported that the healthcare provider (hcp) was trying to program a dose increase and, when she was trying to update, she saw a ¿spinning clock with update or cancel¿. The hcp chose ¿cancel¿ and saw that a pump memory error occurred. The hcp interrogated the pump and saw that it had stopped. The hcp was then able to re-update the pump with no issues. The hcp read the event logs and saw that the original telemetry did not ¿go all the way through¿ and, after that, all of the events showed a successful update. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
A healthcare professional later reported there were no symptoms related to the event. After restarting the pump, the logs were fine and the pump was working fine. The patient was doing fine and they were receiving effective therapy.